Manufacturer narrative:
Patient code of ¿no code available¿ represents ¿surgical intervention¿. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30300742m number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a heart block requiring a temporary pacemaker. During the procedure, heart block was discovered and confirmed with electrocardiogram. A temporary pacemaker was inserted. The patient was reported to be in stable condition. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
On january 28, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation, and upon initial visual inspection it was noted there was no visual damage or anomalies observed. Investigation summary : it was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a heart block requiring a temporary pacemaker. During the procedure, heart block was discovered and confirmed with electrocardiogram. A temporary pacemaker was inserted. The patient was reported to be in stable condition. The device was visually inspected, and it was found in good condition. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30300742m number, and no internal actions related to the complaint was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).